Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 7-8mm poly would not seat correctly in the fb tray.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary evaluation of the returned device finds damage consistent with unsuccessful attempts of insertion. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot product code 1(B)(4) lot number h08071 device history review DHR reviewed no deviations were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4).